Event description:
It was reported that the arctic sun device was showing error in core body temperature. Per review of wo on 09sep2025, there was no patient involvement. Per follow up information received via mail on 18sep2025, the issue has been resolved at customer place after calibration done. Calibration with the help of ctu. No patient involvement.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue is unconfirmed. While performing the field action, device was working without any errors. The arctic sun passed functionality testing and all functions working normally and is ready for use. A risk, DHR, and labeling review are not required as the reported issue is unconfirmed. Based on the results of the investigation, no additional actions can be taken. Corrections: d, h all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was showing error in core body temperature. Per review of wo on 09sep2025, there was no patient involvement.